Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump unexpected battery power loss after replacing the battery in a timely manner. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).